Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A head nurse reported that the system had a infusion valve where a broken plastic piece could not be removed. The system had fluid/air infusion issues. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).